Manufacturer narrative:
Device was not returned for analysis of complaint that high-pressure alarm had occurred on this backup pump, preventing a successful continuation of the infusion. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was reported that the same high-pressure alarm had occurred on this backup pump, preventing a successful continuation of the infusion. Upon experiencing the alarm from their first pump, the patient had checked for kinks, switched the pump, replaced the cassette, and changed the IV connectors. The IV line had been approximately 1.5 years old, and the patient had been advised to go to the hospital for further evaluation. By 2 am local time, the patient had been informed to notify the hospital that they had been off treprostinil for four hours, potentially requiring a restart. The patient had reported no side effects. It had been confirmed that they were at the (B)(6) emergency department, being admitted for an assessment of their central line due to a possible issue. The product issue had not caused or contributed to any patient or clinical injury, as the patient had reported no side effects from being off treprostinil. The patient had been advised to go to the hospital for a possible IV-line blockage. Since the infusion had been life-sustaining, the outcome of the event is ongoing. Patient's initial is awq, female and was born on (B)(6) 1976. There was a patient involvement, but no patient harm reported

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.